Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed, no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a screw that penetrated the plate during a procedure to treat a distal radius fracture. After the surgeon inserted all the screws, 4 in total, the surgeon attempted to tighten them, using the torque-limiter. The screw in the proximal row, most styloid, went through the bone. This is report number 2 of 2 for complaint report number (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.